Event description:
Patient with potential to be placed on nitric oxide. Respiratory therapists retrieved the last ino machine and attempted to calibrate the machine. After turning on the machine it was determined that the device was not functioning. Manufacturer response for nitric oxide delivery system, ikaria ino (per site reporter): no reply to date.